Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated a full cartridge of insulin spilled into the cartridge compartment. Proper removal and insertion of the insulin cartridge from the chamber was reviewed with the pt. On follow up, the pt stated he is doing fine. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.